Event description:
It was reported that the pt experienced loss of lock between the internal device and the external equipment. The external equipment locked only with the functioning device on the contralateral ear. Programming changes did not resolve the issue. The pt has been referred to the surgeon for further device issue follow-up.